Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the product analysis investigation is completed. (B)(4).

Event description:
It was reported that during middle of procedure, the navistar rmt thermocool catheter produced ECG interference while pacing. The catheter was exchanged and the issue resolved. Additional information was requested to the customer to obtain detailed information regarding the case and it was confirmed that the signal noise occur on all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system at the same time. This was apparently a catheter issue due to a spontaneous damage in the catheter. The case was completed without patient consequences.

Manufacturer narrative:
(B)(4). It was reported that during middle of procedure, the navistar rmt thermocool catheter produced ECG interference while pacing. The catheter was exchanged and the issue resolved with no patient consequences. The catheter was visually inspected and the catheter broke at the tip - shaft transition. This condition was not originally reported by the customer, and according to him, this issue was not observed during the procedure. Further examination revealed that the polyimide stiffener (internal support of the tip ¿ shaft joint) broke into two pieces. Pu (adhesive) application was verified and it was properly applied over the polyimide stiffener and around the transition. In addition, the manufacturing process was checked and no anomalies were detected. Associates production certifications were updated. Therefore, it remains unknown how the polyimide stiffener separates into 2 pieces. It requires extra force to get the polyimide stiffener broken into 2 pieces, and the catheters are 100% inspected in workmanship and quality before leaving the facility. Based on the evidence obtained, the tip separation condition might have occurred during the shipping-handling from the hospital (customer) to the biosense webster laboratory. Per the reported event, an electrical test was performed and all values were within specification. However, a checksum error was displayed when the catheter was connected to the rmt calibration chamber. The complaints database has been reviewed and there is no other complaint reported from the same lot number. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint in regards to the ECG interference cannot be confirmed; however, during the analysis an eeprom corruption was observed.